Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8 709sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter product ID 8596sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4).

Event description:
Information was received from a consumer in regard to a patient receiving morphine via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. On (B)(6) 2015 the patient encountered a ptm (personal therapy manager) code 8286 (empty reservoir). The patient was not due for a refill. It was noted that the patient recently had a refill; however, the date was not provided. There were no symptoms reported. No troubleshooting, interventions, or cause were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.